Manufacturer narrative:
The pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. There were traces of moisture noted at lcd board per visual inspection. The pump was received with stripped battery cap coin slot. The pump was received with cracked case at display window corners, display window, belt clip slot and battery tube threads. The pump was received with minor scratched lcd window.

Event description:
The customer's granddaughter reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was unknown. The granddaughter states that none of the buttons are responsive. The granddaughter states the device is covered in insulin. The granddaughter states the customer went to the hospital and the device was put in a zip lock bag, but the device was not suspended. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.